Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed glucose tablets to address their bg level. The customer alleged that the pump "motor not giving/delivering insulin with no alarms declared." Tandem technical support (cts) reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer "stacking insulin." The customer acknowledged and continued using the pump for insulin therapy.